Manufacturer narrative:
Product event summary: at analysis it was noted that incoming testing could not be performed due to a generated error (key stuck). It was additionally noted that the battery drawer and upper and lower cases were damaged and the battery contacts were contaminated. Awaiting customer approval for the repairs so final testing has not yet been performed. It was noted that additional errors can occur after the repair.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
The customer did not approve of the price quote for repair, so the device was sent back to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.